Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model epk-i5010-us is available in the USA with a 510k number k182004. Evaluation summary: it was caused due to the connection failure between the k scope and the processor. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. The processor was installed on nov.4. The engineer received the complaint from the user that the processor had no image when connecting k scope.